Manufacturer narrative:
The end-user reported to the dealer that they were performing a pressure relief and while doing that the backrest gave way and they slid out the back of the seating to the floor. Reports indicate, as a precautionary measure, the end-user was taken to the local ER to where it was determined they had not sustained any physical injuries because of the event. Representatives from permobil and service provider inspected the device and determined the hardware used to secure the backrest assembly to the hinges appear to have loosened over time and backed out. With the loss of hardware, the backrest lost the ability to maintain upright support and fell backwards. Reports indicate the hardware found at the scene (m6x14 and m6x30 bolts) remain intact and free from damage, but 2 of the 4 bolts where unable to be found. Review of device history shown no records of service activities or inquiries being made to permobil in relation to the backrest since initial distribution 5 years prior. It is permobil's contention the most plausible cause for this event is lack of routine maintenance. Service provider reports having re-installed the backrest with new hardware, operationally tested, and returned to the end-user. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user was performing a weight shift in the seating of their power wheelchair, the backrest was reported to have detached allowing the end-user to lose upright positioning and fall backwards out of the seating to the floor. No serious injuries occurred as a result.